Event description:
It was reported that a patient's device was showing high impedance. The physician had seen this reading back in (B)(6) and again at the patient's (B)(6) appointment. Device history records were reviewed for the implanted devices. Both devices were sterilized and passed all quality inspections prior to distribution. No surgical intervention has occurred to date no other relevant information has been received to date.

Event description:
An implant form was received for a patient's full revision surgery that was indicated to be due to high impedance. It was stated that the explanted devices were discarded and would not be returned for analysis. No additional, relevant information was received to date.